Event description:
Caller reported difficulty with the pump quick bolus/wake button, requiring multiple presses to activate the pump screen. Blood glucose levels remained within a normal range. Technical support instructed the caller on button operation and decided to replace the pump, informing the caller of shipping details and return instructions. A replacement pump with updated software was sent, and training will be available in the tandem source account. The customer was advised to allow the problematic pump's battery to deplete before returning it.